Event description:
Reporter applied patch to lower back and hip for minor muscle ache and wore for 6 hours. After removal, she noted that skin was burned on 2 of the 3 patch areas. She checked with pharmacist next day for treatment recommendation. Nurse looked at area 6 days after reaction and said burns were second degree. Nurse said it was not reaction to adhesive, since one of the patch areas showed no reaction.